Event description:
It was reported "the catheters gave him a bad uti and he is on antibiotics now and it caused him to have to be pushed back from his prostate surgery."

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092 manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.